Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's partner wanted to be teleconferenced in with reprogramming, as they are scheduled for explant vs pocket revision next week. Additional information was received form the rep. It was reported that the patient was not comfortable with the battery placement of the device (high flank, below armpit). The patient was given time to get used to the device, the location, and to demonstrate more pain benefit than battery pocket discomfort. The rep noted that the patient did not prefer high flank battery placement. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the ins was explanted on (B)(6) 2018.